Event description:
It was reported that oversensing noise leading to inhibition pacing was noted on the right ventricular (rv) lead. No intervention made at this time. The patient was in stable condition with no adverse events.